Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a female patient (age unknown), the device was unable to pace. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences which is related to the customer's report. This does not indicate a device malfunction; however this could be caused from faulty ECG cables or electrode pads, artifacts, patient preparation, or poor coupling between the monitoring electrodes and electrode pads the patient. It is important to mention the electrode pads used at the time of the event were discarded and not available for evaluation. Analysis of reports of this type has not identified an increase in trend.